Event description:
Information received with return of the explanted device notes that the patient was feeling bad and had a heart rate of 30 ppm. An interrogation showed dashes for most of the programmable parameters and they could not be programmed. At the time of implant of this device the patient had been in atrial fibrillation for 2 years. Also, during implant bleeders were controlled with electrocoagulation.~~~~~~